Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related is ge healthcare (B)(4).

Event description:
The customer reported the dosage is not displayed on the report. No pt injury was reported.